Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with unknown date. The customer¿s blood glucose level was 32 mg/dl. The customer was treated with glucagon. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
It was reported that customer received emergency medical services and then went to emergency room due low blood glucose level on (B)(6) 2020 at 9:00-9:15 pm till 4am with blood glucose level of 32 mg/dl. The customer was unconscious. The customer's low blood glucose treated with intravenous of glucose or dextrose and they forgot to remove and ended up with high blood glucose level. The customer had to much insulin during dinner which led to hospitalization. The customer declined troubleshooting for insulin pump.